Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the left superficial femoral artery. A 300cm journey¿ guide wire was selected and advanced to the lesion; however, it was noted that the guide wire broke inside the target lesion. The broken wire was able to be snared and successfully removed from the patient. The procedure was completed with another of the same device. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire with no other devices. The following components were not received: high torque sleeve, coil and ribbon. Magnified inspection of the guidewire revealed no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the left superficial femoral artery. A 300cm journey¿ guide wire was selected and advanced to the lesion; however, it was noted that the guide wire broke inside the target lesion. The broken wire was able to be snared and successfully removed from the patient. The procedure was completed with another of the same device. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).